Event description:
It was reported that the lead exhibited high threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found no lead anomalies that would cause the reported high threshold. One ring cable was found to have internally abraded upward through the proximal insulation at 3 cm from the tip electrode. The cable was not abraded or fractured and had no effect on the reason for return.